Event description:
The patient reported after wearing the pod for longer than 48 hours he noticed there was redness at the site and it was as big as his palm. He went to see his doctor who ordered him to go to the emergency room where they had to extract the liquid out of the site. He did not provide any further information regarding to his treatment.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection and skin condition. No qualification and sterilization records were reviewed because no product lot number was reported.